Event description:
Customer reported that the suture broke one day following carotid endarterectomy. Patient was released and returned to hospital same day with bleeding from side of neck. The patient was returned to surgery for repair. No further information was provided.

Manufacturer narrative:
Date sent to FDA: 09/05/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The actual device associated with this event is not known. Customer reports the following possible products: lot: xbe936, mfg date 02/01/2006, exp. Date 01/31/2011; lot: xcr455, mfg date 03/01/2006, exp. Date 01/31/2011; lot: xmr078, mfg date 11/01/2006, exp. Date 07/31/2011; lot: xpe328, mfg date 12/01/2006, exp. Date 07/31/2011; lot: zab768, mfg date 01/01/2007, exp. Date 01/31/2012; lot: zbr158, mfg date 02/01/2007, exp. Date 01/31/2012.